Manufacturer narrative:
H6: investigation results indicate that that the bearings were failing within the associated attachment (5407fa2000 (B)(4) when the cutting accessory broke. Internal corrosion was observed. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure the router broke and stuck in the associated attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure the router broke and stuck in the associated attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.